Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct cause for the reported driveline infection could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. (B)(6) 2018: patient was admitted to perform pet total body. (B)(6) 2018: pet total body found improvement of the infective process around driveline. (B)(6) 2018: surgical preparation of the wound, 2 biopsy were performed, and patient was medicated with cutimed. (B)(6) 2018: patient was discharged, asymptomatic, apyretic. No alarms were observed for the event. No further information was provided.